Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported experiencing issues over the past year with tubing when administering tpn, hal, and lipids. The sets are occluding, disconnecting, and/or leaking from the filter. These issues have increased in the past month. There was no patient harm.